Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that at the time of the index procedure, there was inability to cannulate the contralateral gate of the aneurx bifurcated stent graft due to an unknown cause. The decision was made to implant a talent converter. It was also recently reported that the patient had acute renal failure which led to the death. The patient was given medication for the renal failure. The investigator assessed this event as not related to the study device or to the study procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, renal complications); lack of information (unknown cause of contralateral gate cannulation difficulty, vessel morphology was not provided). Conclusions: inherent risk of a procedure (death, renal complications); lack of information (unknown cause of contralateral gate cannulation difficulty, vessel morphology was not provided).